Event description:
The surgeon wanted to take out the rt device, he didn't unfold the device properly before removing it from the trocar. There was then an issue with a braid so he pulled out the trocar + rt in one same movement. The device was thrown away by accident during the cleaning despite request.

Manufacturer narrative:
Despite requests for the device back so an investigation could be conducted, the device was discarded. Based on conversations with the hopsital, the device may have been improperly folded before it was taken out via the trocar. When the surgeon attempted to take it out not properly folded, the braided joint broke. However, there is no way to confirm this as there was no device to test.